Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the communicator paired with this device exhibited an alert light. It was also noted that the patient was experiencing some pain around the implant. Review of device data revealed high, out-of-range right ventricular (rv) pace impedance measurements dating back to (B)(6) 2019. Rv pace impedances had been stable in the 350 ohm range, and then began to rise on (B)(6) 2019 until the alert was tripped on (B)(6) 2019 due to high, out-of-range pace impedance measurements greater than 3,000 ohms. It was also noted that stored episodes revealed rv lead noise dating back to (B)(6) 2018. This device remains in service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the communicator paired with this device exhibited an alert light. It was also noted that the patient was experiencing some pain around the implant. Review of device data revealed high, out-of-range right ventricular (rv) pace impedance measurements dating back to december 2019. Rv pace impedances had been stable in the 350 ohm range, and then began to rise on december 6, 2019 until the alert was tripped on december 9, 2019 due to high, out-of-range pace impedance measurements greater than 3,000 ohms. It was also noted that stored episodes revealed rv lead noise dating back to november 21, 2018. This device remains in service at this time. No additional adverse patient effects were reported.